Event description:
Per the clinic, the device was explanted on (B)(6) 2013, for unspecific medical reasons. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report. The manufacturer became aware upon receipt of the explanted device on (B)(6) 2013 additional information has been requested but has not been made available as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
It was reported that the device was explanted due to incorrect placement of the implant. This report is filed december 12, 2013.

Manufacturer narrative:
(B)(4).